Manufacturer narrative:
(B)(4)

Event description:
It was reported during follow up, noise and automatic mode switching episodes were noted on the ra lead. Surgical intervention was taken, during the revision of the lead, an insulation defect was noted. The physician left the lead in place and a new insulation tubing was placed around the lead insulation defect. Postoperative, no new noise was observed on the lead. There were no reported consequences to the patient.